Event description:
It was reported that during an unk procedure, the doctor felt difficulties in the alignment of the jaw. After that, when the device was activated, the smoke reeked up from the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. There is a proper alignment between the clap arm and the blade, no anomalies were noted. The device was tested with a generator and was functional. The smoke is associated with the tissue on the blade.